Event description:
One sample with discrepant troponin t results. Initial result 0.185 ug/l. Same sample repeated twice gave 0.034 and 0.035 ug/l, respectively. If add'l info is received, appropriated notification will be provided.